Event description:
It was reported that the procedure performed was to treat a restenosed, circumflex coronary artery that is 60% stenosed. It was noted that a total of 5 - 190cm hi-torque balance middle-weight (bmw) ii guide wires were inserted and used. After use, the coils of all 5 guide wires were stretched/wavy/frayed. A new bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a material break include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or challenging anatomy. Factors that may contribute to stretched coils include, but are not limited to, outer diameter of the guide wire, manipulation against resistance, interaction with accessory devices and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.